Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed help to perform a bolus with the insulin pump. They had a blood glucose level of 337 mg/dl that rose to 423 mg/dl. The customer was walked through the rewind, fill tubing, and bolus process. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.